Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided.

Event description:
The customer reported a false depressed architect ca 125 result. Sample ID (B)(6) generated a result of 41 u/ml. The patient's previous result was 3026 u/ml. A new sample was collected and generated 3834 u/ml. No specific patient information was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity did not identify any adverse or non-statistical trends for the architect ca 125 ii assay. An increase in complaint activity was not identified for reagent lot 77013m800. Using worldwide field data, the historical performance of reagent lot 77013m800 was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 77013m800 was within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 77013m800. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ca 125 ii assay was identified.